Event description:
According to the reporter: roux-en-y. The tip of the device broke off and it was not reported if the tip was removed from the pt. The issue was noticed after the case; about 1-2mm of the tip was broken. The product will be returned for evaluation.